Manufacturer narrative:
A ge representative evaluated the system and reset a circuit breaker. System operates as intended.

Event description:
The customer reported the system would not boot up. No patient injury was reported.